Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The lens was not retuned. A video was provided. The cataract surgery was not shown. The cartridge preparation and lens loading were not shown. The video started with the cartridge tip inserted into the incision. There appeared to be a plunger underride as the lens was advanced. The lens was delivered. The trailing haptic appeared to have been damaged by the handpiece plunger. The trailing haptic did not initially unfold and remained on the optic. The trailing haptic unfolded during the irrigation aspiration (I/a). The haptic was cracked at the outer- gusset area, still attached. The lens was rotated in the eye using metal instruments shifting the damaged trailing haptic to the right side. The video ended with the lens still implanted. Fold lines were also observed on the optic when it was initially delivered. This may indicate the lens was in a folded position for an extended period of time. Fold lines may also occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. A determination cannot be made because the cartridge preparation and lens loading were not shown. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The lens was not returned. Based on review of the provided video and the returned company cartridge the root cause appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned cartridges. Inadequate viscoelastic was observed in all six cartridges. Review of the provided videos indicated a plunger override occurred, which broke the trailing haptic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens loop was cut upon insertion in patient's eye. Additional information has been requested.